Event description:
The hospital reported that the pencil remained activated in the coag mode after releasing the button. At the time the button was released, the pencil was laid on the pt. The pencil was immediately moved from the field when they realized the esu tone had not stopped. They reported that the pencil could only be turned off by pressing the coag button. Pt sustained a third degree burn on tip of penis. Procedure was an implantation of penile prosthesis.